Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up, down and ok buttons were intermittently unresponsive. The reporter denied damage to the keypad and denied moisture and corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: the keypad was observed to be fully intact with no peeling or damage. The contrast, up, down and ok keys responded properly to testing. The keypad was removed to investigate and contamination was observed under the contrast, up, down and ok button contacts. Unrelated to the keypad button issue, the pump booted to the verify screen with dim pink contrast. The pump had been returned without the battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.